Event description:
Note: the event date is unknown. It was reported to boston scientific on april 12, 2007, that the placement of a pull method enteral feeding device (patient age and gender unknown) "resulted in [an] infection to the patient post procedure". According to the physician, "it may have to do with the tubing and does not allow the skin tissue to breath". The pt was treated for infection. Several attempts were made for further info regarding the infection and the pt's status to no avail.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. One possible lot has been identified for the device: 9512903. A review of the device history record (DHR) was performed on this lot; no anomalies were found. A search of the complaint database for similar complaints was conducted; no add'l complaints have been recorded for this lot. The march 2007 15-month initial g-tube complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.